Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms occurred (cartridge alarm 19) during the load process. There was no impact to the customer's blood glucose (bg) level due to this event; however the customer reported experiencing an elevated bg level of 300 earlier due to eating sweet foods. A correction and meal bolus were delivered to address bg levels. It was indicated that injections were available for alternate insulin therapy.